Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition a complete insertion was not achieved at implantation surgery. Two channels remained extra-cochlea. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user attended a fitting appointment due to reports of no auditory response with the device since the beginning of (B)(6) 2021. There was reportedly a gradual decrease in sound. The user is to be re-implanted, but a date has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition a complete insertion was not achieved at implantation surgery. Two channels remained extra-cochlea. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user attended a fitting appointment due to reports of no auditory response with the device since the beginning of december 2021. There was reportedly a gradual decrease in sound. The user is to be re-implanted, but a date has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended a fitting appointment due to reports of no auditory response with the device since the beginning of december. Expert measurements will be performed.